Manufacturer narrative:
Attempts to specifically identify the device(s) involved have been unsuccessful.

Event description:
Boston scientific crm received information that there have been several instances where the device exhibited a stuck reed switch during sterotasis procedures.